Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000150987.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed a lead fracture on one of the leads. As a result, surgical intervention may be undertaken in the future. It is unknown which lead fractured.

Manufacturer narrative:
Added patient weight to a4. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.